Event description:
A pump reservoir discrepancy was noted during a pocket revision due to pump flipping. When the drug was removed from the old pump, the expected volume was 26.9ml and the actual volume was 34ml. The catheter was patent, however, it was really twisted and the health care professional suspected it was caused by intermittent kinking due to the pump flipping. The whole system was replaced. The pump was discarded. There were no patient symptoms related to the event. Patient status at the time of this report was ¿alive ¿ no injury¿. The device system was used to deliver morphine. The final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).